Manufacturer narrative:
Follow up #1 submitted: 02/06/2013 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no delivery issues. The keypad buttons were tested and noted to be normally responsive. The pump was opened for investigation and did not reveal evidence of damage, defect or contamination. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that he reviewed both the pump and meter and the pump did not record in history correct amount received which mislead to give an additional five units that he did not give. The bolus records showed bolus was completed which indicated that the low battery alarm did not interrupt bolus. The bolus history and insulin on board were reviewed and the bolus history does not show a cancelled bolus that day. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.